Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The perclose proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 1494 changed to 2107.

Event description:
Additional information: three posterior foot breaks and two cuffs not returned were found during evaluation of the returned device. The location of the detached foots and cuffs is unknown. The user was not aware of any separation during the procedure and reported that the separations were most likely due to intentional manipulation of the proglide devices outside the patient anatomy or during packaging for device return. No additional information was provided.

Manufacturer narrative:
Off-label use-indication for use was added as the pre-close technique was not used when closing with a sheath size greater than 8f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The six additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that venous closure of a right and left common femoral veins were attempted using seven proglide devices with a 8.5f sheath (right) and 8f sheath (left) after an electrophysiology ablation interventional procedure. The patient was thick and the anatomy was difficult and angled. Reportedly, no suture was present when the plunger of all seven proglide devices were removed. Manual compression was applied at both the right and left common femoral veins to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.